Event description:
It was reported that the patient presented in clinic. The patient's right atrial (ra) lead exhibited noise oversensing and the left ventricular (lv) lead exhibited high capture threshold. The ra and lv leads were explanted and replaced on (B)(6) 2025. The patient was in stable condition.

Event description:
It was reported that the patient's right atrial (ra) lead exhibited noise oversensing. The ra lead was explanted and replaced on (B)(6) 2025. The patient was in stable condition.

Manufacturer narrative:
The reported event of oversensing noise was confirmed. As received, only the distal portion of the lead was returned in one piece. Visual examination found an external abrasion breaching the outer insulation and exposing the outer coil consistent with friction to another device or feature of the patient anatomy located distal to the suture sleeve tie down impressions. The cause of the reported event was isolated to the exposure of the outer coil in the abrasion zone.

Event description:
New information received notes that the patient presented in clinic. The patient's right atrial (ra) lead exhibited noise oversensing and the left ventricular (lv) lead exhibited high capture threshold and over-sensed wide qrs. The ra and lv leads were explanted and replaced on (B)(6) 2025. The patient was in stable condition.